Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor failed while transferring the motor from the retrieval trolley to the patient's bed after extracorporeal membrane oxygenation (ECMO) retrieval. All connections were secure, and the electrical connection between the motor and console was lost due to potentially damaged motor cable. The motor was exchanged.

Event description:
The motor was able to run, but when the motor cable was moved at the point of entry into the motor housing, the motor stopped, and the console reported an m2 alarm. The motor and console was exchanged, and the problem resolved following the motor exchange. Related manufacturer reference number: 3003306248-2022-12504 (motor).

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console (serial number: (B)(6)) was returned for evaluation following the reported event of the centrimag motor stopping. The returned centrimag console was evaluated at the european distribution center (edc). During testing it was identified that the lmc printed circuit board (pcb) and power supply pcb were damaged. The console is an older version and spare parts are no longer available, therefore, the unit could not be serviced or repaired. After customer approval, the unit was scrapped. The damage to the unit would not have resulted in the reported event. The reported event could not be correlated to an issue with the returned centrimag console. The device history records were reviewed, and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.